Manufacturer narrative:
Information was rec'd on (B)(6) 2011 for a surgery on (B)(6) 2011 for this pt's aus device (this information will be sent on the ams quarterly report for the first quarter of 2011). Information rec'd indicated an ipp reservoir was replaced on (B)(6) 2005. A review of ams information on this pt indicated that ams had rec'd previous information on the (B)(6) 2005 surgery on (B)(6) 2005; however, this information was not sent on the quarterly asr report in the year 2005. This medwatch is being sent to capture the information that was not previously sent.

Event description:
On (B)(6) 2003, the pt was implanted with an ams ipp device. On (B)(6) 2005, the reservoir was replaced, due to a "malfunctioning penile prosthesis." No additional information has been provided.